Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they have been experiencing recurring low blood glucose with the insulin pump. The customer's blood glucose level was unknown at the time of the incident as they did not verify with a finger stick. The customer reported their sensor glucose was 40 mg/dl at the time of the incident. The customer treated with food. The customer's other blood glucose in the morning was 130-200 mg/dl. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported an issue with the serter and reported blood at site with the sensor. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.